Event description:
It has been reported to philips that the customer failed to perform exposures. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that exposure was not possible during procedure, user restarted device to continue working. Upon troubleshooting, fse found rotor controller was defective. Fse replaced rotor controller. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.